Event description:
Nurse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer experienced nausea, vomiting and abdominal pain. Blood glucose level was swinging and spiking and 911 was called. The customer was still currently admitted. Blood glucose value at the time of admission was 737 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The infusion set was removed and the cannula was not bent. Time, date, and bolus wizard are set up correctly. The hospital has been adjusting the basal rates. The insulin pump passed the high pressure test. The bolus history is accurate. It was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.